Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 37 mg/dl at the time of the incident. The customer used glucose drinks but was unable to swallow, and was given glucose to treat. The customer was wearing the insulin pump during the incident. The customer stated that there were black lines on the pump screen, but the issue was resolved by a battery change. Troubleshooting was not completed. The insulin pump will be returned for analysis. Pump was received with missing segments/partial display or blank display noted. Pump was received with motor error alarm during basic occlusion test and unable to prime at 2.5 lbs during prime/a33 test due to faulty fsr (gold).